Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain: pelvic') and genital haemorrhage ('general abnormal bleeding') in a 35-year-old female patient who had essure (batch no. 789034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endocervicitis, uterine bleeding and pelvic adhesions. Previously administered products included for an unreported indication: junel fe 1/20 from 1997 to (B)(6) 2011. Concomitant products included ibuprofen from (B)(6) 2011 to (B)(6) 2014. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia), (heavy menstrual bleeding)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal") and psychological trauma ("psych injury"). The patient was treated with alprazolam (xanax), celecoxib (celexa), duloxetine hydrochloride (cymbalta) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the dysmenorrhoea, depression, anxiety and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 (summons) and (B)(6) 2011 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: new events abdominal pain, general abnormal bleeding and psych injury added. Patient dob added. Outcome for the events pain: pelvic / abdominal and general abnormal bleeding updated to recovered / resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain: pelvic') and genital haemorrhage ('general abnormal bleeding') in a 35-year-old female patient who had essure (batch no. 789034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endocervicitis, uterine bleeding and pelvic adhesions. Previously administered products included for an unreported indication: (B)(6) l fe 2020 from 1997 to (B)(6) 2011. Concomitant products included ibuprofen from (B)(6) 2011 to (B)(6) 2014, nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia), (heavy menstrual bleeding)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal") and psychological trauma ("psych injury"). The patient was treated with alprazolam (xanax), celecoxib (celexa), duloxetine hydrochloride (cymbalta) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the dysmenorrhoea, depression, anxiety and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 (summons) and (B)(6) 2011 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received : reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain: pelvic') and genital haemorrhage ('general abnormal bleeding') in a 35-year-old female patient who had essure (batch no. 789034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endocervicitis, abnormal uterine bleeding and pelvic adhesions. Previously administered products included for an unreported indication: junel fe 1/20 from 1997 to (B)(6) 2011. Concomitant products included ibuprofen from august 2011 to (B)(6) 2014, nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia), (heavy menstrual bleeding)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal") and psychological trauma ("psych injury"). The patient was treated with alprazolam (xanax), celecoxib (celexa), duloxetine hydrochloride (cymbalta) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding and abdominal pain had resolved and the dysmenorrhoea, depression, anxiety and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 (summons) and (B)(6) 2011 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on an unknown date: the essure device was successfully occluded. Lot number: 789034 manufacturing date: 2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 35-year-old female patient who had essure (batch no. 789034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endocervicitis, uterine bleeding and pelvic adhesions. Previously administered products included for an unreported indication: junel fe 1/20 from 1997 to (B)(6) 2011. Concomitant products included ibuprofen from (B)(6) 2011 to (B)(6) 2014. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). The patient was treated with alprazolam (xanax), celecoxib (celexa), duloxetine hydrochloride (cymbalta) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 (summons) and (B)(6) 2011 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) year old female patient who had essure (batch no. 789034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endocervicitis, uterine bleeding and pelvic adhesions. Previously administered products included for an unreported indication: junel fe 1/20 from 1997 to (B)(6) 2011. Concomitant products included ibuprofen from (B)(6) 2011 to (B)(6) 2014. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). The patient was treated with alprazolam (xanax), celecoxib (celexa), duloxetine hydrochloride (cymbalta) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion v 2010 (summons) and (B)(6) 2011 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on an unknown date: the essure device was successfully occluded. Amendment: the report was amended for the following reason: ccc amended. No new follow-up information was received from the reporter. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.